Event description:
It was reported that during a procedure, doctor claimed that the device misfired with the third cartridge and caused an improper stapleline across the soft tissue. There were no patient complications in result of this incident. A new device was taken off the shelf and used to complete the case. The case was completed with another device of the same product code.